Manufacturer narrative:
Additional information: the x-ray(s) the patient received were of his/her arms and chest. A sample is not available for evaluation.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k) #: for bd intima-ii¿ closed IV catheter system the 510(k) is k100775. For bd pegasus¿ safety closed IV catheter system there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that as a nurse was checking on the IV in a patient, that the catheter was found to be missing. The hospital was unable to determine the exact device that was used but stated that it was either a bd intima-ii "closed IV catheter system or a bd pegasus "safety closed IV catheter system. The patient received an x-ray and the missing catheter was not found within the patient. No additional medical interventions were provided and the patient left the hospital.